Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and was caused by a failed motor flex. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.